Manufacturer narrative:
The customer's address is unknown. New jersey (nj), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that introducer introsyte-n 1.9f 1.9cm sheath did not split as intended. The following information was provided by the initial reporter: material no: 384021, batch no: 0238454. It was reported that while peeling away the introducer did not fully peel off the line at the very tip leaving a rough edge.   Verbatim: unfortunately we had another event in the nicu with the 1.9fr 26g introducer date of incident: (B)(6) 2021. Any injuries and/or harm? No, provider was able to remove from patient and place PICC using new introducer what is the issue you experienced? Introducer inserted and line was threading in and infant moved and introducer came out from the skin. Decision made to peel away the introducer and attempt to continue threading of PICC line. While peeling away the introducer did not fully peel off the line at the very tip leaving a rough edge. The line came out of the vein and placement aborted.

Event description:
It was reported that introducer introsyte-n 1.9f 1.9cm sheath did not split as intended. The following information was provided by the initial reporter: material no: 384021 batch no: 0238454. It was reported that while peeling away the introducer did not fully peel off the line at the very tip leaving a rough edge.   Verbatim: unfortunately we had another event in the nicu with the 1.9fr 26g introducer date of incident: (B)(6) 2021. Any injuries and/or harm? No, provider was able to remove from patient and place PICC using new introducer. What is the issue you experienced? Introducer inserted and line was threading in and infant moved and introducer came out from the skin. Decision made to peel away the introducer and attempt to continue threading of PICC line. While peeling away the introducer did not fully peel off the line at the very tip leaving a rough edge. The line came out of the vein and placement aborted.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.